Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for 3 days and the patient reported a blood glucose level of 322 mg/dl.

Manufacturer narrative:
The device was received partially deployed. The slide insert was visible in the viewing window and the linkage assembly was in the fully deployed state. During initial inspection of the device, the formed needle was visible in the exposed portion of the soft cannula and the exposed portion of the cannula was observed to be torn. Upon removal of the top housing the formed needle was found to be disengaged with the slide retract, indicating that the formed needle was installed incorrectly, which is why the formed needle did not retract after deployment. Upon inspection of the needle mechanism, damage was found to the slide retract; this damage was caused by the incorrectly installed formed needle. The needle not retracting was caused by the incorrectly installed formed needle. The downloaded data returned an 0x18 alarm, indicating that the reservoir is empty. The downloaded data showed no timeouts or drive stalls. While inspecting the reservoir, it was observed that the plunger ran to 0% filled. While testing the fluid path, fluid was observed exiting the tear in the soft cannula. Though damage was found to the cannula, the timing and cause of this damage cannot be determined. No other damages or deficiencies were found during the investigation.